Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.70" x 0.20" was found to be broke off the wrist assembly. The broken piece was not returned.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip broke off the cadiere forceps and fell into the patient. The procedure was completed. Intuitive surgical inc (isi) contacted the initial reporter and obtained the following information: the tip broke off in a procedure and fell into the patient. The broken piece is still on her desk. She said the fragment was retrieved during the same procedure. The fragment was large enough that no post-operative tests were needed. The instrument broke when the surgeon was dissecting. The patient has not returned post-procedure. The removed the instrument and used a backup instrument to complete the procedure. The patient was male. She didn't have any other patient information at the time of the call.